Event description:
Pt's venous access needle dislodged with resulting blood loss. Venous pressure found to be 20-40 mmhg; dialysis machine venous pressure alarm did not sound. Extended investigation has shown the possibility of machine malfunction when earlier alarm was silenced for pt assessment. Evaluation of the machine's prior alarm had shown no problem.